Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the polarity switched on the right atrial (ra) lead. It was noted the impedance had decreased since implant. The lead remains in use. No patient complications have been reported as a result of this event.